Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-15201. Reference MFR report: 1627487-2015-15202. The patient had 4 leads implanted and 2 were from lot number 2898526. It was reported one of the patient's leads eroded through the skin. Surgical intervention was undertaken and the patient's system was explanted.